Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that ¿all led on the front panel continued to light up¿ and the ¿emergency lamp indicator blinked¿ at the same time due to faulty patient circuit (cr) board. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
It was reported to olympus field service engineer (fse), that the visera elite ii xenon light source front panel was blinking. And continued turning on. It was also noted, that the emergency lamp indicator was blinking, and made an abnormal sound. The issues were found during maintenance of the device at the site. There were no reports of patient harm associated with the event.